Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7). Indicating possible device malfunction. The elective replacement indicator was no. Ruling out generator battery end of life as a likely cause of the high lead impedance test result. Review of x-rays by treating physician did not reveal any obvious discontinuities in the vns therapy system. Review of x-rays by manufacturer revealed that the generator was implanted in the left chest with lead connector pins fully inserted past the generator connector block, feed-throughs intact and lead wire intact at the connector pin. The lead electrodes were implanted at c6-c7 with strain relief and 1 tie down noted. No visible gross lead discontinuities or acute angles were noted, though a portion of the lead was not visible as it was behind the generator, so a lead discontinuity behind the generator could not be ruled out. The patient reportedly does not feel magnet mode stimulation. Treating physician increased device settings and also increased the patient's depakote dosage. Treating physician was not aware of any recent injury or trauma suffered by the patient that may have damaged the vns therapy system. Lead break is suspected. Revision surgery is scheduled. No adverse event was reported in conjunction with the high lead impedance condition. Report is incomplete because lead product information was not provided to manufacturer at the time of implant.

Event description:
Further follow-up revealed that the generator and lead were explanted. The lead was returned and analyzed. Product analysis summary: the lead's electrodes were not returned for evaluation. The reported high impedance condition was not observed when analyzing the portion of the lead returned to the manufacturer. The condition of the returned portion of the lead is consistent with conditions that typically exist following an explant procedure. The lead pin showed evidence of a proper mechanical and electrical connection as expected. No anomalies were observed that would contribute to the reported high impedance event. The concomitant device (generator) was also returned and analyzed. Product analysis summary: the pulse generator is operating within designed limits, meeting the manufacturer's final electrical test specifications. No anomalies were observed that would contribute to the reported high impedance event. The cause of the reported high impedance is unknown. Because the electrode portion of the lead was not returned. Therefore, the entire lead was not analyzed. Possible cause of high impedance include: broken lead, patient movements, bad connection, electrode to vagus nerve interface, approaching end-of-service. Physician/patient training, possibility of damage during mfg design durability, or corrosion.